Event description:
During helicopter transport of a critical patient the nurses were giving blood to the patient. The buddy disposable set leaked blood from within the buddy lite heater. Nurse was unable to find where blood was leaking from after disconnecting from the patient. Blood was on pressure bag when leaking was noted. (Connected to 18 gauge peripheral IV.) No harm reached the patient.